Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07258. It was reported one of the patient's leads has migrated into the ipg pocket due to physical activities. As a result, the patient may undergo surgical intervention. The patient has a scs system for off-label use. Both leads are being reported because it is unknown which is the migrated lead.

Event description:
Device 1 of 2, reference MFR report #: (B)(4), gollow-up revealed the patient's leads were explanted and replaced on (B)(6) 2015. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.